Event description:
(B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for an implant. The implant depth was 3mm and it is unknown if there was calcification extending beneath the aortic annular plane into the interventricular septum. The device was successfully implanted into the annulus. At the end of procedure, final assessment via angiography was performed, which showed a paravalvular leak (pvl). Therefore, a post-implant balloon valvuloplasty was performed using a non-abbott device. Of note, following deployment of valve, the patient went into bundle branch block and was given isoprenaline with effectiveness. The patient has a medical history of atrial fibrillation. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field did not indicate whether there was calcification extending beneath the aortic annular plane in the interventricular septum but indicated that the implant depth was appropriate. The field also indicated that the patient had a medical history of nyha class ii, diabetes and atrial fibrillation. The field also indicated the patient went into bundle branch block after valve deployment. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.